Event description:
As reported per the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) of a 26mm sapien valve, moderate central ai was noted and a 2nd 26mm valve was implanted with a satisfactory result. The patient had a large aortic annulus, but the plan was made to proceed with the case knowing that the physician might add 1-2 cc more than normal so they can customize the valve to suit the annulus. The valve was placed properly and deployed 50/50. It was noted on tee that there was a moderate paravalvular leak and 1cc was added to the delivery balloon for a post dilatation. After post dilatation the paravalvular leak was gone, but moderate-severe central ai was now present so the decision to use a 2nd valve was made. The 2nd valve was prepped and placed within the first valve and successfully deployed. Tee revealed that the central ai was gone and the patient was stable. The system was removed and closure was performed in the usual fashion. Additional investigation revealed the following: the native valve/leaflet calcification was severe and the aortic root calcification was considered moderate. Per report, the perceived cause of the event was borderline too large native annulus, but it was thought it would be the patient's best chance.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to regurgitation, including improper sizing of the native valve, malpositioning of the prosthesis (too aortic or too ventricular), and severe native annular calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, the cause of the event appears to be related to a borderline too large native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.